Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (electrogram (egm). Upon review, the egm showed the right ventricular (rv) lead exhibited high pacing impedances and high pacing thresholds. It was noted that a lead safety switch (lss) from bipolar to unipolar configurations was triggered due to the recorded high out of range pacing impedances on the rv lead. No adverse patient effects were reported.